Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer left the drape and instruments attached to system for fse review. Fse observed non-intuitive motion from instrument. Fse removed instrument and found bottom right sterile adapter disc was pushed in. When observing pogo pins from rear of the patient side manipulator (psm), the bottom right pogo pin was raised while other 3 pins were flush with psm. Fse removed sterile adapter and manually pushed on all pogo pins and spring plungers to test reflex. Fse replaced the sterile adapter/instrument and resumed normal intuitive motion. Fse explained to the customer how to look for this when troubleshooting future engagement issues. Fse performed gravity calibration per recommendation of technical support engineer (tse) on left master tool manipulator with no change to informational error 23046 reported in logs. The surgeon side console was placed on an uneven area in operating room. This was not related to instrument engagement issues. Service was performed to correct reported problem. System was inspected, tested and verified as ready for use a review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) and field service engineer (fse). Investigation revealed no related errors to the reported issue. This complaint is being classified as a reportable event due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the patient side manipulator (psm) 3 was not rotating and not turning the way it should. The customer contacted intuitive surgical, inc. (Isi) technical support. The surgeon described the movements were opposite of what was expected. Isi technical support engineer (tse) asked caller if they have reseated the sterile adapter portion of the drape which the caller stated they have completed. Tse asked if they have replaced instrument with another instrument and the caller stated they were trying, but were not successful. Tse asked the caller if they were able to power cycle the system. The customer stated they will do that troubleshooting step after they perform the case. They were going to continue as a 3 arm system. The procedure was completed as planned with no reported injury. On 16-feb-2022, isi contacted the robotics coordinator and obtained the following additional information about the complaint: they were able to complete the procedure robotically with 3 arms and there was no injury to the patient. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was only able to state that the patient was a female.